Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was in the 40 mg/dl range, which was treated with glucagon. She stated that she had been having low blood glucose that day and eventually needed paramedics to take her to the hospital after she couldn't stay up. She was advised that she had taken too much insulin and was not advised that it was any fault of the insulin pump. The customer stated that the insulin pump was scrolling and alarmed failed battery test. The blood glucose reading was 276 mg/dl at the time of the alarm. She was advised that the insulin pump be replaced due to the keypad anomaly. Nothing further reported.

Manufacturer narrative:
No failed battery test alarm was noted. All operating currents are within specification. The unit had no button response on the up arrow button due to corroded keypad traces. No unexpected numbers ramping/scrolling was noted. The device could not perform the error alarm test, occlusion test, prime test and excessive no delivery test due to the lack of button response. The unit had a minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.